Event description:
It was reported that the patient experienced pain in the device pocket. The pocket was revised to cause less pain and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6945-65, lead, implanted: (B)(6) 2001. (B)(4).